Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for 2 colony forming units (cfus) of staphylococcus epidermis, 1 cfu of brevibacterium sp., 1 cfu of dermacoccus spp., 1 cfu of klebsiella pneumoniae, 13 cfus of staphylococcus capitis, 1 cfu of staphylococcus haemolyticus, and 2 cfus of acinetobacter johnonii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.